Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 367 mg/dl. The customer changed the supplies on the pump, and would deliver a bolus to address the high bg level. As the occlusion alarms had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.